Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000 mcg/ml at 243 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a wound dehiscence in the pump pocket. Infection was the possible cause due to patient history of infections and evidently the patient lays on the side where their pump was positioned. Cultures have been taken although the labs were not available at this time. The patient's wound was cleaned and the patient's pump was replaced on the opposite side of abdomen. The issue was resolved at the time of report. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury. Additional information reported that the patient had aerobic, anaerobic, gram stain and fungal cultures taken. It was reported that all cultures came back negative.

Manufacturer narrative:
Product ID 8780 serial# (B)(4).implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type : catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4)., ubd: 22-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump and catheter were returned but analysis was not performed as the event involved a non-analyzable medical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.